Event description:
It was reported that during discharge of the device it was heating up. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event